Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and tissue damage were due to patient anatomy. The reported recurrent mr and resulting dyspnea were cascading events of the reported slda. The reported patient effects of tricuspid regurgitation, dyspnea, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: health effect - clinical code 4453 was removed and replaced with 4451.

Event description:
Subsequent to the initial report, it was reported that on (B)(6) 2024, a second clip intervention was performed. One mitraclip was implanted. It was noted that tissue damage was observed where the clip detached from the posterior leaflet. Per the physician, the slda was due to the patient's anatomy and frail leaflets. The mr was reduced from grade 2-3 to 1-2.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3 functional mitral regurgitation for a mitraclip procedure. One mitraclip was implanted and the mr was reduced to grade 1. On (B)(6) 2024, a single leaflet device attachment (slda) was observed. The posterior leaflet detached from the clip over time. The mr was recurrent at grade 3 and the patient experienced dyspnea. A second clip intervention is planned in october to stabilize the clip.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.